Manufacturer narrative:
Final analysis found no output or telemetry due to a high current drain which depleted the battery. The high current drain was caused by a discrepant analogue integrated circuit.

Event description:
Information received from the field notes that the device "failed abruptly after over just 3 years implant duration." The pat ient had regular check-ups at 6 month intervals, the last one being normal. The patient had extremme fatigue over the previous few months and was referred back to the clinic. The presenting rhythm was sinus bradycardia at 35 bpm with no pa cing spikes. The device could not be interrogated.